Manufacturer narrative:
On october 08, 2024, mentor was notified that the patient was also diagnosed with bilateral breast ptosis. Additionally, during the revision surgery, a ruptured left breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. On october 14, 2024, mentor became aware that the patient underwent bilateral removal and replacement with 500cc mentor memorygel boost breast implants during the revision surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 525cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced right breast pain and hardening. Afterwards, she was diagnosed with right breast baker grade IV capsular contracture by a medical professional. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture date of explantation: (B)(6) 2024 manufacturer¿s reference number: (B)(4).